Event description:
Add'l info rec'd from MFR 4/11/01: the implantable cardioverter defibrillator (ICD), model 1851, remains implanted; therefore, it was not returned for analysis. A discharge summary received from medical ctr revealed that after extensive testing and evaluation of the pt, the physicians concluded that the pt was having palpitations without vt. Therefore, the ICD responded appropriately.

Event description:
Pt experienced palpitations in the evening in 2000. Pt was brought via ambulance to the emergency dept. Pt was treated for nausea (phenergan) and given o2 via nasal cannula. While hospitalized, pt experienced another episode of palpitations on the next day. Pt aicd was interrogated, no interval. Episodes of ventricular tachycardia were recorded. Pt was observed in the telemetry unit and released in improved condition.